Event description:
Pacemaker implanted because of bradycardia. Discharged from hosp the next day. Went to work morning of following day and suddenly collapsed and died. Cardiologist stated there was sudden vfib. Taken from office to ER to hosp where device was implanted.